Event description:
As reported by the user facility: event 4: brief inquiry description: leaking at the ultrasite and ext set connection. Detailed inquiry description: we have had a handful of 6.5" extension sets recently that are leaking and even coming completely apart between the white ultrasite injection port and the distal luer-lock end of the tubing. This leads to back flow of blood from the IV catheter and potential infection risk. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation results, the root cause of the reported incident was unable to be determine. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.